Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps wire had a cut with a bent part. Due to this cut, the forceps raising angle did not meet the standard value. This finding was due to mechanical or chemical stress applied over time or due to a handling issue. Upon further inspection, it was observed that the forceps elevator had an unidentified yellowish brown foreign material due to insufficient cleaning or handling of the scope. It was also observed that water removability did not meet the standard value due to damage on the air and water tube. It was observed that the adhesive of the bending section cover had a chip and was detached due to chemical or physical stress. It was also observed that the adhesive around the light guide lens had a chip due to chemical or physical stress. It was observed that the connecting tube had buckling due to a handling issue. It was also observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of the standard value due to wear of the angle wire. It was observed that the grip and the control unit were dirty due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder and forceps channel port was shaved due to a handling issue. It was observed that the light guide bundle had breakage. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, switch 1, universal cord, control unit and on the forceps control lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera duodenovideoscope elevator wire is broken. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material on the forceps elevator which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to repeated manipulation of forceps elevator, and the knob wire (k-wire) was raised by repeated attachment/detachment of distal cover, and brushing around the forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual includes the detection way in chapter 3 preparation and inspection of the forceps elevator mechanism. Reprocessing manual includes the preventive measures in chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet. Olympus will continue to monitor field performance for this device.